Manufacturer narrative:
Based on the event as reported it is unknown what may have caused or contributed the detachment of the yellow anchor. The sample was discarded following the procedure. Without having the sample returned, we are unable to evaluate for root cause determination. To date this is the only reported complaint for this production lot of 106 units released for distribution in may, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported that during a robotic ventral hernia repair procedure using a ventralight st w/ echo ps the yellow anchor detached from the inflation tube while the resident was pulling the inflation tube through the hernia defect to begin the positioning steps. As reported the defect had not been closed when the inflation tube was being pulled out of the abdomen. The resident felt resistance when he pulled the inflation tube through the abdomen and the yellow anchor came unattached from the inflation tube. The surgeon could not locate the yellow anchor, and he "asserted that it was between the mesh and the abdominal wall and will be walled off." The patient was informed of the incident. There was no patient injury. The sample was discarded.